Event description:
It was reported that during an unrelated procedure, a fracture was noted on the atrial lead. The lead was explanted and replaced successfully. The patient tolerated the procedure well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
UDI (di): (B)(4).